Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up, post-paced t wave oversensing was noted on the device. The oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was in stable condition.

Event description:
New information noted that the patient presented to the emergency room with unrelated hypotension in (B)(6) 2019. Remote transmission on (B)(6) 2019 noted post-paced t-wave oversensing. The patient was not symptomatic to the oversensing. Programming changes were discussed. No changes were made as the oversensing was a single episode. The patient would continue to be monitored.